Event description:
It was reported that postoperative with the subject stent, computed tomography (CT) revealed a hyperintense area in the left middle cerebral artery (mca) and showed a high likelihood of metallic residue also paralysis was noted to the patient after the procedure due to the reported event with the subject device. No further information is available at this time.